Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Head has come apart in mouth- oral b power toothbrush [device breakage] . Case narrative: consumer via email stated that the head of toothbrush has come apart and come off in her mouth. No injury was reported.